Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded.The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.The available Tripped Trend reports were reviewed for the product for the last year. This tripped trend was investigated and addressed as per ADC process and procedures and it was determined that no trends were identified that would indicate any product related issues.No further investigation is planned. In the event that product is received, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.The date the incident occurred is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A lay user reported that a customer passed away "but did not state why." It cannot be confirmed whether the death is related to the ADC product (FreeStyle Libre 3 Plus sensor). ADC Customer Service attempted to contact the reporter to gain additional details; however, attempts to gather more information have thus far been unsuccessful. Based on the information currently available, it is inconclusive whether the ADC device has or may have caused or contributed to the reported death.